Event description:
It was reported that the pt experienced intermittent stimulation that was not affected by positional change. No accidents or incidents were related to the event. The event began after the pt started physical therapy (including biking and weights with their quadriceps). Impedances were reported as normal. When the device was palpated, stimulation decreased. The pt stated that the coverage was the same. Add'l info has been requested from the hcp, but was not available as ot the date of this report.